Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported a return of symptoms due to lead migration. The cause of the migration was unknown. No diagnostics/troubleshooting performed. The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016 for lead repositioning and reprogramming. The issue was resolved on (B)(6) 2016. The investigator assessed the event as serious, linked to the lead and not linked to procedure. The patient, whose medical history included idiopathic functional urinary retention since 2010, was alive without injury.

Manufacturer narrative:
Correction: any additional information received will be sent in main device manufacturing report # 3007566237-2017-00750.

Event description:
Additional information received reported the event date was (B)(6) 2016 and the lead was replaced.